Event description:
On 02/05/2001, the facility informed the international distributor of the following: device balloon failed to inflate on examination by the surgeon, instead the balloon was split. Device balloon inflated before insertion, device balloon was inserted, then deflated in patient, did not inflate, split was noted in balloon. No further details are available at this time.